Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's left eye (os). The surgeon reports there is eye pain, leading to inability to open the eye. On exam found to have severe photophobia, significant cellular reaction, minimal corneal edema with some coalescing of clumping on the endothelium. Moderate to heavy fibrin reaction with white strands stretched across the pupil and central opening. No obvious hypopyon. Patient taken to or for anterior chamber was out, injection of steroid/antibiotic and sent home with medication. Lens remains implanted.